Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized eight days after the event onset. Two days after hospital admission, the patient was discharged, pd therapy was discontinued, the pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis (twice a week). On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from peritonitis and turbid effluent. Patient retraining was completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was making mistake in following aseptic technique and performed the exchange procedure in an unclean area. The peritonitis was manifested by turbid effluent, abdominal pain and fever. It was not reported if the patient was hospitalized for the events. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and ceftazidime injection (1gm, daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from abdominal pain and fever however, the patient was recovering from peritonitis and turbid effluent. Pd therapy was ongoing. It was reported that patient retraining was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.